Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) that required external conversion. The rate fell into the programmed monitor-only zone (vt-1) at approximately 167 beats/minute and no therapy was delivered by the cardiac resynchronization therapy defibrillator (crt-d). Review of the device data suggested that the rate fell into the vt-1 zone due to some undersensing of the rhythm. The vt-1 zone was reprogrammed to deliver anti-tachycardia pacing, as well as shocks, and the right ventricular sensitivity was increased to 0.2 mv. The discrimination enhancements were changed to onset/stability from rhythm ID. It was noted that there was no observed t-wave oversensing. The patient had an underlying atrial flutter with slow conduction and frequent premature ventricular contractions. Lead thresholds and impedances were stable, and the r-wave amplitude was measuring between 1.0 and 4.5 mv. The patient remained in the intensive care unit for monitoring. No additional adverse patient effects were reported.